Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown synthes peek cage / spacers / unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: gao, q. Et al. (2011), outcomes of three anterior decompression and fusion techniques in the treatment of three-level cervical spondylosis, european spine journal, vol. 20, pages 1539-1544 (china). The purpose of this study is to compare the outcomes of three different anterior approaches for three level cervical spondylosis. A total of 120 patients (67 males and 53 females) with a mean age of 53.5 ± 9.6 years (range, 34¿77) were treated with an unknown synthes peek cage, a titanium mesh from our competitor and an anterior cervical locking plate from our competitor. The following complications were reported as follows: 2 patients developed hematoma. They were removed by emergency surgery, without permanent neurological deficits. 1 patient developed pseudoarthrosis. The patient was asymptomatic and did not receive a 2nd surgery. 1 patient had c5 palsy. 2 patients had csf leaks. 1 patient had implant failure. This is for an unknown synthes peek cage / spacers. This report is for 1 of 1 for (B)(4).